Manufacturer narrative:
The reported event of dislocated arthroplasty was confirmed by medical records. No complaint regarding this device involving a patient harm for the reported failure has been reported up to now. Although no item was available review of medical records revealed no evidence for implant related mechanical cause of dislocation. Medical review concluded it is likely the dissociation of the humeral head from the humeral stem was caused by the abnormal stresses imposed by the rotator cuff dysfunction. Summarizing above medical findings the root cause was attributed to be patient related because dissociation was caused by the abnormal stresses imposed by the rotator cuff dysfunction. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No similar complaint has been reported within the same event category k-524. No non-conformity was identified. If the device is returned or if any additional information is provided, the investigation will be reassessed. The event was not linked to a deficiency of the device.

Event description:
Patient presented with total shoulder where humeral head had disassociated form humeral stem. Surgeon revised to a reverse implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient presented with total shoulder where humeral head had disassociated from humeral stem. Surgeon revised to a reverse implant.